Event description:
Material # 309657. Batch # 0217372. It was reported that the bd luer-lok had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: (B)(6) centre. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: needle/syringe failure. Needle (sol-care 25gx5/8", lot#02011050) twisted in syringe (bd 3ml luer-lok tip, lot#0217372) to inject mmr vaccine. Connection failed and entire contents of syringe sprayed out at connection site. Impact of incident: new dose of mmr was administered in a different site. Client sustained an addition needle poke as a result of the failure. Who was affected? Patient. Device information. Device name/description: syringe luer lock tip 3ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: (B)(6). Supplier: (B)(4). Supplier catalogue number: was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.

Event description:
No additional information.